Manufacturer narrative:
The reported event that a lateral assembly-radial head implant-size 3 migrated several millimeters was confirmed by the provided x-rays. Based on investigation, the root cause was attributed to be user related. The head component was not assembled correctly with the stem. Our operative technique states that the two devices are to be coupled together using the rhead lateral assembly tool. Prior to beginning assembly, all soft tissue must be cleared away from the locking mechanism. Once the two devices are positioned on the rhead lateral assembly tool, its trigger is to be compressed to advance the radial head implant until it is fully engaged by the stem. The head is fully locked to the stem when an audible ¿snap¿ is heard or felt. Visually, the head should be concentric with the stem when properly engaged. Please note that it is the responsibility of the surgeon to be familiar with the procedure before use of these products. The device inspection revealed the following: the device shows all the characteristics expected to be present after been used. No anomalies were detected. The locking mechanism was tested and resulted fully functional. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Rep reported patient had a failed right radial head replacement of the right elbow via email. Surgery is scheduled for (B)(6) 2016, friday. Rep will follow up with more information after surgery. Rep was informed patient had a failed right radial head replacement of the right elbow via email. Revision procedure occurred on friday, and the specified product was explanted. Xrays showed that the lateral head component had migrated several mm's. Both the head and stem were removed.

Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4) and implanted prior to (B)(4) purchase of certain assets of sbi on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Rep reported patient had a failed right radial head replacement of the right elbow via email. Surgery is scheduled for (B)(6) 2016, friday. Rep will follow up with more information after surgery. Rep was informed patient had a failed right radial head replacement of the right elbow via email. Revision procedure occurred on friday, and the specified product was explanted. Xrays showed that the lateral head component had migrated several mm's. Both the head and stem were removed.